Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged that the insulin pump was under delivering. Customer had high blood glucose value of 14.5 mmol/l. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer treated high blood glucose with insulin pump. Insulin pump will not be returned for analysis.